Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic heart catheterization. Reportedly, the starclose se sheath split halfway and stopped. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the thumb advancer was confirmed based on the returned device condition. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. There was resistance splitting the sheath during thumb advancer deployment.